Event description:
Following an MRI procedure, the device was observed to be in backup mode due to not programming MRI mode with high voltage therapy disabled. The patient did not require any therapy while the device was in backup mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.